Event description:
It was reported that pump generated repeated cartridge alarms when the customer attempted to change cartridges, and issue was confirmed to occur with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged pump replacement and discussed an out-of-warranty loaner pump option.